Event description:
It was reported that the pt underwent a total knee revision for a patella implant fracture. The revision surgery was successfully completed.

Manufacturer narrative:
Investigation in process.